Event description:
It was reported that lead noise was observed via remote transmission. The patient was asymptomatic. No anomalies observed via diagnostic imaging. The lead was explanted and replaced. Patient was in stable condition post-procedure.

Manufacturer narrative:
.